Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced one occurrence of failure code 12:323:1184:0015, which interrupted delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.46.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This complaint is an ancillary service event opened during investigation of (B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.